Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient went 3 times within the last hour and was going more frequently at night. It was also stated that the patient did not feel the sensation as often and only felt intermittently. It was stated that the issue occurred following a fall. The patient missed the chair when trying to sit down and fell on her buttocks. The fall occurred one week ago. The patient saw her physician last week, but he did not mention anything to the patient. The patient requested an x-ray, but it was not possible that day. The patient now experienced cramping in the bladder before urinating, which was a change since the fall. It was noted that the patient had a surgery in (B)(6) 2013 regarding her bladder to check for cysts and to fix her hernia. The patient reportedly turned stimulation off prior to surgery. It was also noted that during a follow up appointment with her managing physician 3 weeks ago, the patient was instructed to decrease stimulation from 2.9volts, but the patient could not remember why. The patient decreased stimulation to 2.1volts on program 3.

Manufacturer narrative:
Product ID: 3093-28, lot# va050vg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.